Manufacturer narrative:
Additional information was received that the patient developed an infection. Pus was noted in pocket and lead incision site. It was also noted that a lead was non-functional. The cause of infection was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.